Manufacturer narrative:
One abutment screw (B)(4) with a titanium patient specific abutment (B)(4) were returned for inspection. A visual inspection of the abutment and abutment screw revealed signs of use with no significant damage. The work order and DHR were compared to verify whether the abutment was milled as requested. It is evident that the correct abutment diameter was used. No additional testing was performed. No device lot number was provided so a device history record review and a complaint history review could not be performed. The complaint is non-verifiable. There is not enough information to determine whether the abutment was loosening. Additionally, a probable cause could not be determined.

Event description:
Customer reported that the abutment screw (B)(4) keeps loosening and coming out of the patients mouth. They mentioned that they wanted to try designing it another way.